Event description:
It was reported that upon opening the thermocool sf catheter from the box, it was noticed that the steering mechanism on the handle was broken. The catheter was replaced and the case resumed. Later during the same atrial fibrillation case, a perforation of the left atrial appendage was noticed as the patient's blood pressure dropped. The perforation was confirmed by intracardial echocardiography. A pericardiocentesis was performed removing more than 1 liter of fluid and followed by surgical suturing of the appendage. This event is reportable due to the serious injury that occurred during the procedure. The current status of the patient is unknown pending follow-up response. Additional information will be submitted in a supplemental report.

Manufacturer narrative:
The product is currently being investigated. Additional information will be submitted in a supplemental report. Concomitant products: thermocool sf catheter, us catalog# bni35dfct, lot# 15919433l/15922228l (quantity 2, 1 disposed of). Carto 3, us catalog# fg540000, serial # (B)(4). Stockert, us catalog# s7001, serial # (B)(4). Cool flow pump, us catalog# cfp002, serial # (B)(4). Webster c3 ez steer cs catheter, us catalog# bd710fj282ct, lot# 15869276m (disposed of). Soundstar catheter, us catalog #: sndstr10, lot# s1094254 (disposed of). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that upon opening the catheter from the box, it was noticed that the steering mechanism on the handle was broken. The catheter was replaced and the case resumed. It was also reported that later during the same atrial fibrillation case, a perforation of the left atrial appendage was noticed as the patient's blood pressure dropped. The perforation was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the caller reported that more than 1 liter of fluid was removed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter failed. Further investigation revealed that the puller wire was detached from the brass ferrule. The catheter failed on deflection test. However, the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.